Manufacturer narrative:
Failure analysis confirmed the insulin pump was received with no button response due to corroded keypad traces. The insulin pump was monitored in 50c oven for several days and no button error alarm noted. Analysis was unable to verify failed battery test alarm due to no button response. No moisture damage found inside the pump noted. Also the pump was received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, missing end cap sticker, scratched keypad overlay, scratched reservoir tube window and scratched case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, button error. Customer's blood glucose was 118 mg/dl. The customer could not recall any significant events leading to the keypad issues. The insulin pump was returned for analysis.